Event description:
It was reported that this right ventricular (rv) lead exhibited steadily increasing pace impedance measurements starting approximately three months ago. The rv pace impedance measurements were noted to have doubled from 600 ohms to 1200 ohms. These measurements are within normal specification limits. In response, the rv lead was surgically abandoned and replaced. The cause of the impedance increase was not conclusively determined via fluoroscopy or x-ray. Also, the lead-to-device header connection was checked and no abnormalities in the connection were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.